Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a variceal band ligation procedure for esophageal varices performed on (B)(6) 2024. During the procedure, when the physician was attempting to deploy the bands, it was noticed that the band would not deploy smoothly. The procedure was completed with another speedband superview super 7 device. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: a video of the complaint device outside the patient was provided by the customer and showed an attempt was made to deploy the band outside the patient by rotating the handle; however, the bands just overlapped and moved within the ligator cap.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h11: the returned speedband superview super 7 was analyzed, and it was found that the ligator housing returned had four bands on it, one band was overlapped, and two ligator housing teeth were damaged. The handle had evidence that the trip wire was secured, two bands were broken. The customer provided a video where was possible to observe two bands broken and one overlapped, also, the device was being actuated and the bands were not deploying correctly. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, it was found that the returned ligator housing had four bands attached, one band was overlapped, two bands were damaged, and the ligator housing teeth were bent. It is possible that this problem when trying to deploy the bands, might have to do with the technique used by the physician or the way the device is being handled, perhaps the way the device was placed or the tortuosity during the procedure was affecting the functionality of the handle, and this made the two remaining bands could not be deployed. The marks on the ligator housing teeth implies that the device might have been used with too much force in order for the teeth get damaged or perhaps this could be attributed to the way the physician was entering the device through the patient, could have also affected the functionality of the handle when deploying the bands. It is most likely that once the band was tried to be released from the suture, the bent on this ligator housing teeth affected the band deployment. The same force used could have also made the bands get damaged as seen on the product analysis, being unable to be used under this condition. Therefore, the most probable root cause of this complaint is adverse event related to procedure. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a variceal band ligation procedure for esophageal varices performed on (B)(6) 2024. During the procedure, when the physician was attempting to deploy the bands, it was noticed that the band would not deploy smoothly. The procedure was completed with another speedband superview super 7 device. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: a video of the complaint device outside the patient was provided by the customer and showed an attempt was made to deploy the band outside the patient by rotating the handle; however, the bands just overlapped and moved within the ligator cap.